Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 8 similar complaints with the same failure mode for this serial number. ¿ case: (B)(6) ¿ group1-genesys patients are not crossing to pyxis. ¿ case: (B)(6) ¿ cerner - interface issue. ¿ case: (B)(6) ¿ (good to close) pyxis- patient missing. ¿ case: (B)(6) ¿ pyxis stations are not communicating with server. Interface down. ¿ case: (B)(6) ¿ pyxis interface is down, started 30 minutes ago at 5:30 am cst ¿ case: (B)(6) ¿ whole facility having issue (new patients and orders are not crossing over) ¿ case: (B)(6) ¿ es - multiple order is not crossing over. ¿ case: (B)(6) ¿ medstation es - one patient not crossing. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not appearing on the station. A technical support specialist identified that the patient had already been discharged, which may be part of the ascension recovery effort. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system was not displaying patients on the station when the nurse attempts to retrieve medication for the patient. There were no adverse events or injuries reported based on this incident.